Manufacturer narrative:
An event of atrial fibrillation after device placement was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was successfully implanted. After the device was placed atrial fibrillation (af) was reported during ice observation after the deployment. The af could not be eliminated and cardioversions were performed. The issue was resolved without sequelae. The device remains implanted and the patient was reported to be in stable condition.